Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not clean the area before starting therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event. On the same day as onset, the patient began antibiotic treatment with cefalotina (1 gram daily, intraperitoneally (ip) for 3 three days) and amikacin (100 mg daily, ip for seventeen days) for the peritonitis. After thirteen days, the patient was discharged from the hospital. Two weeks later, the patient was readmitted to the hospital for relapsing peritonitis manifested by cloudy effluent. Treatment information was not reported. At the time of this report, the patient remained hospitalized and it was unknown if they were recovering from the peritonitis. Action taken with dianeal therapy was not reported; however, it was reported that the removal of the pd catheter was pending. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.